Event description:
It was reported that the device prompted error message 1301, laser power too low. The procedure was not completed due to this event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that the device prompted error message 1301, laser power too low. The procedure was not completed due to this event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned console underwent a thorough analysis. The laser beam source received showed that the serial number labels are clean and legible. Warranty sticker was intact. Screws, bearings and pins were in place. No grey lines on the reflector. The o-ring was intact, glass divider clean and in good physical condition, flash lamp shows slight cloudiness, laser rod has a thermal crack and burnt marks was found on surface of the mirror/lens, this confirms the reported event. The product investigation did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that the physical damage to the beam source and focus lens were the most probable cause of the complaint. This investigation is assigned the most probable conclusion code of cause traced to component failure.